Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed the user guide and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. Though the peritoneal effluent fluid culture yielded no growth, the presence of an elevated wbc count and the incidence of cloudy peritoneal effluent fluid indicated the occurrence of peritonitis. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis during a call to order 21 cases of stay safe drain sets. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported this patient contacted the outpatient clinic with a report of cloudy peritoneal effluent fluid. The patient presented to the outpatient clinic on the same day where peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken. The peritoneal effluent fluid cultures presented with no growth and a white blood cell count (wbc) showed 1733/mm3, indicating an infection was present. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler. It was reported the patient had been observed not washing their hands prior to setting up the liberty set on the liberty select cycler during a peritonitis survey in the home. The patient was not hospitalized for this event and no further cultures were taken as the patient was treated based on wbc counts. The patient was prescribed intraperitoneal (ip) ceftazidime at 1300mg every day for three weeks and ip vancomycin at 2000mg every five days for three weeks to be taken with continuous ambulatory pd (capd) treatments. The patient is recovering from this event. The patient continues capd with antibiotics and ccpd therapy on the same liberty select cycler at home with no further reported adverse clinical events.